Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. During a follow-up call, the customer terminated the call with tandem technical support. No additional information was provided by the customer.